Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dermatome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when removing the device from it's package during preparation, it was noted that the tip of the device was bent. The procedure was completed with another dermatome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual examination revealed that the working length and cut wire were twisted and the extrusion was bent. Additionally, the tip of the device was cracked. The condition of the returned incident device was consistent with the tip (extrusion) of the device was bent. In addition, it appears that the distal tip might have come into contact with some part of the scope (elevator), while being pushed through the scope, causing the tip to be smashed and cracked/split. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due handling during preparation. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when removing the device from it's package during preparation, it was noted that the tip of the device was bent. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.